Event description:
An alarm issue was reported with the adc device. The caregiver of customer reported the low and high alarm did not sound and as a result, the customer experienced symptoms described as "went low, headache, shaking, blurry sight" and was unable to self-treat. Customer received third-party intervention by school staff who provided "sugary drink, 15g carbohydrates, unspecified dose of insulin injection as treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.